Event description:
It was reported that the customer experienced high blood glucose levels after the customer had eaten and forgotten to treat with a bolus. The blood glucose reading rose up to 400 mg/dl. The customer confirmed that he was able to stabilize his blood glucose levels by treating with the insulin pump. He also reported that the insulin pump alarmed lost sensor when he got his transmitter caught on his clothing, pulling the sensor out. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.